Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. At times, the patient had an escape rhythm that came through. Other times the loss of capture resulted in greater than 2 seconds of asystole. Automatic capture was programmed off and the thresholds were manually programmed to 5 volts. The lead impedances have been in the low 300's to 280 ohms. There is no evidence of noise on the rv channel. The patient had reported a time in the middle of the night that they had got up, passed out and fell; however, this observation does not coordinate with the episode and the physician does not believe that the syncope was related to the implanted system. The patient does have atrial fibrillation (af) and other known health issues going on. A chest x-ray has been ordered and performed. The lead position was okay and the physician plans to maintain normal follow-up every six months. At this time, no further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.